Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 40.8-41.1cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that when the patient presented to clinic, noise was observed. The lead was explanted and replaced. Patient was fine.